Event description:
It was reported the system had a communication fail error message and locked up. This was resolved by rebooting the system. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.